Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. Since the sample has not arrived the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached were reviewed by the manufacturing site. Photo shows bagged company product with a focus on the product label. Reported issue not confirmed from photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that the aspiration issue and bubbles from probe occurred before vitrectomy surgery. The surgery was completed on the same day by replacing new probe. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened ultravit probe, without tip protector was received in a pouch. The sample was visually inspected and was found to be non-conforming for having a bent needle. The sample was then functionally tested for actuation and aspiration and was found to be conforming for both functional tests. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached were reviewed by the manufacturing site. Photo shows bagged product with a focus on the product label. Reported issue not confirmed from photo review. The returned sample was found to be functionally conforming, therefore an aspiration issue and bubbles from probe as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation also confirms the probe had a bent needle. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No action was taken as the returned probe was functionally conforming and the exact root cause for the bent needle was unknown. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).